Manufacturer narrative:
Analysis of the pump found ¿pump battery ¿ high resistance¿. Result code is no longer applicable for this event.

Manufacturer narrative:
Conclusion code is no longer applicable for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 12 mg/ml at 5.735 mg/day and bupivacaine 20 mg/ml at 9.558 mg/day via an implanted pump for non-malignant pain. A critical alarm was occurring and was confirmed by telemetry on (B)(6) 2016. The alarm was due to reset and the patient read the personal therapy manager (ptm) and it showed error code 8474. No symptoms were reported. The patient would need to drive 8 hours to have the pump interrogated and the physician was out on vacation. It was also reported the patient's ptm was not working for him since (B)(6) 2016 and he was getting the 8474 and bell in the corner of display. It was noted he must go to the emergency room (ER) with issues to have resolved. The patient's telemetry was faxed and notes to inform the nurse at the ER. The patient had an appointment on (B)(6) 2016 with the healthcare provider (hcp) for a consult. Additional information was received from the company representative (rep) indicated she was paged to assist in this patient's issue, but was quite a distance from (B)(6) to (B)(6) and was wondering if there may be another rep closer. The rep was inquiring about the 8835 code 8474/reset. On (B)(6) 2016 the logs were checked by the rep and it showed reset occurred low battery, safe state on (B)(6) 2016 at 8:48. The patient was at a consultation for replacement. The patient was seeking reimbursement for expenses incurred due to the pump alarm. Additionally it was clarified; the pump was critically alarming on (B)(6) 2016 in (B)(6) where the patient resides. His managing physician, was in (B)(6) which was four hours away. His pump endured a critical motor stall 22 months from the elective replacement indicator (eri). The patient was very upset, because he had driven to and from (B)(6) twice in the last week costing (B)(6) in gas-per way. He would be coming back to (B)(6) next tuesday (B)(6) 2016 for pump replacement surgery, and again for his post op visit, which would also accrue bills for his hotel stays, gas, etc. This patient was not financially in a position to afford all of these trips, especially under these circumstances and with such short notice. He was devastated, and was truly worried about covering these unexpected expenses. On (B)(6) 2016, additional information was received from the hcp indicated the patient had signs and symptoms of withdrawal. The issue was not resolved. Troubleshooting, actions/interventions taken, and the cause of the low battery reset and safe state were noted as "not applicable". Return paperwork indicated the pump was replaced on (B)(6) 2016. The pump was interrogated on (B)(6) 2016 and a critical motor stall, low battery occurred. There was patient injury and the patient experienced withdrawal symptoms and went to the ER twice. The loss of therapy was sudden. A rotor study and dye study were not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.